Event description:
It was reported by the rep that the one tl90 was used during a roux-en-y gastric procedure. It was reported that while performing a gastric bypass, the device was fired and formed an incomplete staple line. The surgeon oversewed the staple line and the procedure was completed without further incident. There was no pt consequence.